Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of the cardiac resynchronization therapy defibrillator (crt-d), blood was running down the patient¿s arm when they sat up. A small open area was noted in the incision which was oozing blood. The patient was also noted to be hypotensive. A pressure dressing was reapplied and the patient was monitored. The patient was discharged and scheduled for a pocket revision the next day. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.